Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the distal portion of the stent did not expand despite 5¿6 attempts. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was unknown if any patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured internal carotid artery aneurysm with a max diameter of 5mm and a 4mm neck diameter. Landing zone: distal: 4-6mm and proximal: 4-6mm. It was noted the patient's vessel tortuosity was normal. The angiographic result post procedure was "good". Ancillary devices include a bmx penumbra sheath, phenom 27, lot 232749352 microcatheter, syncro 14 stryker guidewire.

Manufacturer narrative:
B5 additional information added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the procedure was completed with another brand flow diverter being implanted (derivo flow diverter). No causes or contributing factors of the event were identified. No patient symptoms or further complications were reported as a result of this event. There are no images available for review.